Event description:
During insertion of the trupush coil pusher into an unknown prowler microcatheter (mc), a large resistance was encountered and then the coil pusher got stuck in the microcatheter. The coil pusher was able to be withdrawn from the mc. A new coil pusher was able to be inserted into the mc smoothly and the procedure was completed successfully. The procedure was a coil embolization of an unknown target lesion. The patient was a male and there was light vessel tortuosity. A gt guidewire (size and lot unknown)/terumo and an unknown cordis sheath were used in the procedure. A review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the information provided by the customer.

Manufacturer narrative:
One non-sterile coil pusher was received. The ptfe sleeve of the unit was accordioned. The involved microcatheter was not received. The outer diameter of proximal part of the coil pusher was found within specification. During functional testing, a resistance was felt and coil pusher got stuck due to the accordion ptfe sleeve. The manufacturing records for involved lot were reviewed and results indicate that product met quality requirements for product acceptance. The reported failure was confirmed. The resistance experienced and coil pusher becoming stuck inside of the microcatheter during functional analysis was due to accordion ptfe sleeve. It appears that due to the resistance in the catheter, the ptfe sleeve was forced proximally, causing it to accordion. In order to maintain lubricity of the inner lumen of the microcatheter, the IFU instructs that a continuous flush must be maintained. The flush rate must be monitored after introduction of the other products into the microcatheter to ensure that an adequate flush is maintained. It is not known if this procedural factor contributed to the resistance encountered with insertion of the coil pusher into the microcatheter. The IFU further warns that an intraluminal device should never be advanced against resistance without determining the cause. The procedural factor of continued insertion of the coil pusher against resistance until it became stuck appears to have caused the ptfe liner of the coil pusher to accordion.